Event description:
The following details of the surgery were provided by the treating physician: ablation was performed at the site. No irregularities of ablation. Ablation was performed close to surgical anastomosis. Ablation was of expected size however it extended to the bowel causing bowel injury and requiring surgery- precision of injured bowel. Patient recovering well.

Manufacturer narrative:
This supplemental provides details about how the surgery details were obtained and additional information obtained after the investigation was completed. The investigation and corresponding investigation codes were finalized at investigation closure on december 22, 2025. Corrected: b5 - describe event or problem has been updated to add a statement noting that information was provided by the treating physician. G1 - the manufacturer address is corrected. H6 - investigation codes have been added/updated to reflect the completed evaluation. Manufacturer narrative includes additional narrative related to investigation conclusion: varian received an initial report on october 28, 2025, regarding unexpected intelliblate ablation during a y90 salvage procedure. Additional details were obtained in person by varian staff at the customer site on november 25, 2025. The following details of the surgery were provided by the treating physician: ablation was performed at the site near a surgical anastomosis. The ablation zone was of expected size; however, it extended to the bowel, resulting in bowel injury and requiring surgical intervention. The patient is currently recovering following surgery. Investigation into the device determined the adverse event was not due to the performance of the intelliblate system and the xpa probes but appears to have resulted from the circumstance of the ablation case.

Event description:
Ablation was performed at the site. No irregularities of ablation. Ablation was performed close to surgical anastomosis. Ablation was of expected size however it extended to the bowel causing bowel injury and requiring surgery- precision of injured bowel. Patient recovering well.

Manufacturer narrative:
Varian received an initial report on (B)(6) 2025 regarding unexpected intelliblate ablation during a y90 salvage procedure. Additional details were obtained in person by varian staff at the customer site on (B)(6) 2025. According to the treating physician, ablation was performed at the site near a surgical anastomosis. The ablation zone was of expected size; however, it extended to the bowel, resulting in bowel injury and requiring surgical intervention. The patient is currently recovering following surgery. Investigation into device involvement, performance, and potential contributing factors is ongoing.